Manufacturer narrative:
The returned product analysis indicated that the lead passed electrical and mechanical testing performed. The complaint of the lead being damaged while attempting to insert into the extension connector was confirmed. Visual inspection revealed fractured spacers between proximal contacts #3-#4,#5-#6,#9-#10,and #15-#16. The tubing was also fractured and had exposed cables at the retention sleeve.

Event description:
A report was received that during a permanent implant procedure, the physician experienced connection and alignment difficulties, which resulted in a prolonged procedure. The physician assessed that the prolongation of the procedure put the patient at an increased risk of infection.

Event description:
A report was received that during a permanent implant procedure, the physician experienced connection and alignment difficulties, which resulted in a prolonged procedure. The physician assessed that the prolongation of the procedure put the patient at an increased risk of infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-70, serial/lot # (B)(4), description: infinion70 cm lead kit, model # sc-3400-30, serial/lot # (B)(4) description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Additional information was received that the event was thought to not be device related.

Event description:
A report was received that during a permanent implant procedure, the physician experienced connection and alignment difficulties, which resulted in a prolonged procedure. The physician assessed that the prolongation of the procedure put the patient at an increased risk of infection.